Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not find any related issues or errors. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the surgeon lost universal surgical manipulator (usm) 1 control, and usm 1 moved drastically with uncontrolled motion when using a stapler instrument inside the patient. The csr confirmed that no errors appeared. There was no patient injury due to the issue. The procedure was completing as planned with no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: there was no immediate harm to the patient during the case.